Event description:
Lead was explanted due to noise. No adverse events reported for patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14.5 cm distal to the is-1 connector pin. A proximal and a distal severely stretched lead part were received for analysis. In between a small lead segment was missing. The returned lead fragments were visually and electrically analyzed. During the visual inspection tissue residuals were noted on the lead body, in particular around the distal shock coil indicating significant ingrowth of the lead. Between the shock coils the lead body was severely stretched and the conductor cables were coiled inside their lumens, which might have resulted from tensile forces applied during the extraction procedure, corroborating the assumption of an increased ingrowth. Furthermore multiple signs of wear along the lead fragment were found. Especially on the distal lead fragment the insulation was rubbed through which can be considered as the root cause of the reported noise. Based on the characteristics of this damage, it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or the increased ingrowth which might have affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally cuts in the insulation with blood infiltration were noted. The insulation was torn up on the distal lead fragment. Both shock coils showed deformations. These damages most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.